Event description:
It was reported that an es2 integrated blade screw migrated about 2.5mm into the spinal canal post-operatively. The patient is asymptomatic at this time, but the surgeon may revise in the future. This report represents the right side t3 screw.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device remains implanted in patient. A review of the device and complaint history records could not be performed as a valid lot number was not provided and could not be obtained. From es2 surgical technique: imaging should be used to confirm desired placement of screw. Since no further information is available, an exact root cause of reported event could not be determined but most likely due to user error.

Manufacturer narrative:
Device remains implanted in patient

Event description:
It was reported that an es2 integrated blade screw migrated about 2.5mm into the spinal canal post-operatively. The patient does not have subjective symptoms at this time, but the surgeon may revise in the future.